Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: if the suture was removed: was the suture removed in a reoperation procedure? Was reoperation necessary to remove the suture and re-close the wound? Was the suture trimmed in physician¿s office? Was the suture removed in a routine post-op procedure? Was the suture removed in a reoperation procedure? Was a prescription for steroids or antibiotics issued for the patient's recovery? If so, please provide the medication name, route, and dosage. What is the patient¿s current health status and condition. Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. Were there any patient consequences? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. "D4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent a c-section procedure and suture was used. Post-op, on (B)(6) 2025 the patient underwent surgery. After the surgery, there was no redness, swelling, or hardening of the abdominal wound, and about 1cm of suture was visible at the incision site that had not been absorbed. The abdominal wound suture was removed. No adverse patient consequences were reported. Additional information was requested.